Event description:
It was reported that there was a lead integrity alert (lia) due to oversensing, noise and high impedance on the right ventricular (rv) lead. It was also reported that the rv lead was possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).